Event description:
It was reported the patient is deceased. Additional information reported the patient fell at home due to severe bradycardia. A temporary external pulse generator (epg) was placed during the procedure to implant a permanent pacemaker. The epg is reported to have stopped working. The pacemaker and wires were moved when it was noticed the pacemaker was completely turned off. The patient went into asystole, the pacemaker was turned back on when the event repeated itself. The patient again went asystole, was coded, intubated and placed on a ventilator. Additional information obtained from the hospital noted the patient suffered cerebral infarcts and an anoxic injury. The patient was made a do not resuscitate and put on comfort care measures. The patient was extubated and died five days post procedure. The cause of death was noted to be anoxic brain injury secondary to sick sinus syndrome.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all incoming functional tests. The device was run in an environmental chamber for 2 hours and 48 minutes, no anomalies were observed, device was still on. Attempted to power on and off the device using the on and off buttons, the device powered on and shut off normally, no anomalies observed. Functional tests were re-run after environmental testing and all tests passed. It was also noted that the upper and lower cases were broken and contaminated, the main clear cover was missing, the battery drawer was contaminated with residue, the battery latch, battery latch o-ring, one side bail cover, one side bail and main printed circuit board (pcb) were contaminated, the ring cover was broken, the heart wire contacts and the battery contacts were discolored.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.